Manufacturer narrative:
(B)(4).

Event description:
Procedure: unk. According to the reporter: the endo gia misfired and made crunching sound when the handle was squeezed. The staple formation was poor and the staple line was resected and closed using a dst gia. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.